Manufacturer narrative:
Title: hybrid pancreatoduodenectomy in laparoscopic and robotic surgery: a single-center experience in china source: surgical endoscopy (2021) 35:1703¿1712 published online: 15 april 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study evaluated outcomes of patients who underwent hybrid laparoscopic and robotic pancreaticoduodenectomy. Sixty-four patients underwent hybrid pancreaticoduodenectomy in which specimen resection and gastrojejunostomy were performed through the laparoscopic route and pancreatojejunostomy and hepaticojejunostomy were performed via a robotic approach by the same surgeon at a single institution between july 2016 and june 2019. The stapler was used to transect the jejunum, the distal stomach, and for the gastrojejunostomy anastomosis. It was stated that a stapler with an articulated 60mm staple was inserted through r2 sutured the gastrojejunostomy and manually placed a running suture to close it. The parenchyma of the pancreas was transected using ultrasonic shears, and the pancreatic duct was found and divided sharply with scissors. The parenchyma of the pancreas was transected using ultrasonic shears, and the pancreatic duct was found and divided sharply with scissors. Clinically relevant postoperative pancreatic fistulas occurred in 39 cases, and most were biochemical leak on 29 cases. Bile leakage occurred in 2 patients. One patient had a gastric fistula and 3 patients developed postoperative delayed gastric emptying of international study group of pancreatic surgery. Eight patients (6 of whom were still in the hospital and 2 of whom were discharged from the hospital) developed postoperative bleed ing, with 2 patients managed conservatively and 6 controlled by embolism. Three patients were readmitted for postoperative bleeding within 30 days. In this study, none of the patients had a history of pancreatitis, but 22 patients had preoperative biliary jaundice reduction for jaundice. Complications not related to the device included: postoperative pancreatic fistula and bile leaks.